Event description:
The customer reported that there was condensation inside the insulin pump, which was rejecting new batteries and inexplicably alerting no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.